Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implanted: (B)(6) 2017; 383069 lead, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing causing non-sustained ventricular tachycardia episodes. The lead was reprogrammed. The lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.